Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the measured o2 concentration differed from the set value and noise was generated from the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron:(B)(4). No service has been requested by the user facility. It has not been communicated if any parts have been replaced. The investigation of the provided ventilator logs confirm the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior to start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
Manufacturer ref. #: (B)(4).